Event description:
On (B)(6) 2013: 3 ptx stents, ziv6-35-125-7.0-120-ptx x 2+ ziv6-35-125-7.0-60-ptxx 1, were placed by contralateral approach in the sfa with no space between them. Vessel torsion was observed. (B)(6) 2015 (date unk): stent fracture occurred on ziv6-35-125-7.0-120-ptxx 1 placed in the middle of the 3 stents. On (B)(6) 2015: claudication was observed. As of (B)(6) 2015: no treatment but on-going follow-up has been provided.

Manufacturer narrative:
PMA/510 (k)#: p100022 and s001. UDI is not provided as the lot is unk. The ziv6-35-125-7.0-120-ptx stent of unk lot number remains implanted in the pt therefore is not available for eval. With the info provided a document based investigation was carried out. One poor quality photograph of a mobile device screen displaying stent in question has been provided to support the complaint investigation. This photograph was forwarded for clinical review and the following comments were provided: "... Cook research radiologic technologist, reviewed the screenshot provided for (B)(4) and is unable to determine if stent fracture is present due to the quality of the image". The complaint is confirmed based on customer testimony as image quality was insufficient to verify if stent fracture was present. It may be noted that according to additional info provided for this complaint, vessel torsion has been listed as factor that could have contributed to this event. In addition, the following comments were provided by the physician involved: "the lesion was classified in tasc d. Also, the pt often sits in a "seiza" style. (Seiza: sitting with one's legs bent beneath one). I assume these could be factors of the event". However, as the conditions of use cannot be replicated in the laboratory settings a definitive cause of this event cannot be determined. Stent strut fracture is noted as potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records could not be conducted as no lot number was provided. According to info provided, as of (B)(6) 2015, no treatment but only on-going follow-up has been provided. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.